Event description:
It was reported that balloon rupture occurred. During the procedure, the physician used an ultra ice plus imaging catheter but the image was lost. The imaging catheter was changed for same ivus device which worked without any problem. The target lesion was located in the iliac vein. After it measured, a wallstent was implanted and 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during inflation at 2 atmospheres for 2 minutes, the balloon ruptured. The procedure was completed with another xxl esophageal balloon catheter. There were no patient complications reported.